Manufacturer narrative:
There is no indication that the device will be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
During a left knee fusion case using a stryker loan kit, the surgeon realized that the kit contained a t2 femur/ t2 tibial ruler instead of a t2 arthrodesis ruler. The surgeon put the guide wire down and took a measurement using one of the available rulers. When they used that measurement to select the nail, the nail was 40ml too short. The surgeon had inserted the nail and had to remove it use a longer one. There was a 20-30 minute delay to surgery. The case was completed successfully.